Event description:
On 07-apr-2026, a sales representative reported via email that an ar-1562bc biocomposite tenodesis screw (6.25 × 15 mm) did not advance or deploy into the humeral bone despite the use of an appropriately sized drill tunnel and the appropriate ar-1350d driver for 15 mm bio-tenodesis screws. A second implant and corresponding driver were opened and exhibited the same issue. Ultimately, a third implant and a third instrument set were opened, which successfully advanced and deployed as intended. This was discovered during a shoulder arthroscopy with proximal biceps tenodesis procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 10-apr-2026: the first two implants failed to advance during attempted implantation and were removed intact from the patient. During use, the corresponding drivers would not advance the implants into bone; instead, the implants immediately backed out with the driver during insertion attempts. No abnormal resistance or obstruction was noted, and the devices appeared to function normally aside from the failure to implant. Both implants became stuck on the drivers and required forcible removal using a needle driver. The issue resulted in an additional 10-15 minutes of operative time. No additional anesthesia was administered, and no adverse patient effects were reported following the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.